Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(6) alleging her one touch verio iq meter was displaying an error (unknown) message. The complaint was classified based on the customer service representatives (csr) documentation.the patient reported that the alleged issue began the morning of (B)(6) 2014. The patient manages her diabetes with insulin (unknown type, self-adjuster). It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. The patient stated, 30 minutes after the alleged issue occurred, she developed symptoms of ¿sweaty, anxious, and dizzy¿. The patient denied receiving any medical treatment. Replacement products were sent to the patient.this complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (08/25/2014). The patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.